Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an intermittent connection issue that could not be cleared. The device would also shut down and crash when plugged into the ac adapter. Both issues were resolved by reseating the 2131 module. The event occurred while in use with patient at the hospital.

Manufacturer narrative:
Device was not returned for analysis. Customer reported the pump was experiencing the known intermittent connection issue and could not be cleared. The device also would shut down and crash when plugged in to the ac adapter no event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.